Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08023. It was reported the stylet got stuck during the permanent procedure causing the lead to bend. Reportedly, the case was completed utilizing the same lead. The procedure was extended for 10 minutes.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.